Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However there was the possibility that the reported phenomenon was attributed to the ccd failure, a malfunction of the electrical circuit board inside the video connector or a malfunction on the video system center. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the error e218 which indicated that the subject device was damaged was displayed. There was no report of patient injury associated with this event.